Event description:
Customer reported intermittent problems with the collimator. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the fluoro functions board. System is operating as intended.